Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the apex oxygenator. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that there was a leak from the base of the oxygenator during priming. Sorin group (B)(4) has received the device for eval. The investigation is on-going. A f/u report will be forwarded when the investigation is complete. This incident occurred during priming. There was no pt involvement. The facility filed with the country's competent authority. This medwatch report is being filed as a result of this action.

Event description:
Sorin group (B)(4) received a report that fluid leaked from the base of the oxygenator during priming while recirculating at 3 lpm with a back pressure of about 80 mmhg. There was no pt involvement.